Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Patient revised on (B)(6) 2019 due to infection after primary surgery on october 15 2019. Surgeon explanted entire prosthesis, including 36/14 stem, 24mm baseplate, 40mm centered glenosphere with screw, 40/+3 humeral cup, and screws. Surgeon then implanted new prosthesis which included 36/14 stem, 24mm baseplate, 40mm eccentric glenosphere with screw, and 40/+3 humeral cup.